Event description:
No product returned. Summary of pump history in h10.

Manufacturer narrative:
No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. Repair notes from work completed by a smiths medical field service technician at the customer facility: source (barcode): (B)(4). Asset: 2029937 serial: (B)(6). Firmware version: v.1.6.1 is there an alarm condition? N/a initial battery charge level: 99% starting wireless communication mac address: 00:22:88:01:1e:b7 duplicate mac address (cross reference provided list)? N. New wireless commiunication mac address (if duplicate): n/a. Original battery lot#: mn081116. New battery lot#: mn130120. Power cord retainer upon receipt? Y. Verify switch from "ac connected" to flashing "battery" led after disconnecting from ac power source y/n: y. Condition of smiths seal in battery compartment (factory, replaced or missing): missing. Observations of initial condition j9 connector (step 2g in paa procedure): internal ribbon cable connection observed to be not to factory spec, repair procedure performed. Observations of j9 connectors after disconnecting and removing glue bead. Note any connector damage, distortions, foreign materials, etc. (Step 2l in paa procedures): good. Reassembled and inspected the mating of the ribbon cable connector and j9 of the main pcba to verify connectors are fully seated. (Step 3c in paa procedure) completed or n/a: glue installed per paa procedure. Quick check performed after re-assembly without issue? Y. If issue during quick check, or if other activities, repairs, or retest performed after repair, indicate details: n/a. Power cord retainer attached post procedure? Yes. Pump connected to server post procedure? Yes. Device completion date: 18- may-2020. Other observations: az.

Manufacturer narrative:
Device evaluation: the pump was not returned to the manufacturer but was investigated and repaired at the customer facility by a field service technician. A visual inspection of the pump found that the manufacturing seal is missing. The battery charge level was identified at 99 percent. When plugged in, the alternating current (ac) light was present. The pump switched to battery properly. A visual inspection of the pump found that the internal ribbon cable connection was not to factory specification. The j9 connector was disconnected, and the glue bead removed. Reassembled and confirmed the mating of the ribbon cable connector and j9 connector of the main printed circuit board assembly (pcba) were fully seated. Glue installed per procedure. The pump was retested and functioned properly. During functional testing, no alarms were present. The reported failure was not confirmed. The root cause could not be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.,

Event description:
Corrected information was received. The pump was found to have experienced primary audible alarm background.

Manufacturer narrative:
Other, other text: additional information h6 device evaluation: the pump was not returned to the manufacturer but was investigated and repaired at the customer facility by a field service technician. A visual inspection of the pump found that the manufacturing seal is missing. The battery charge level was identified at 99 percent. When plugged in, the alternating current (ac) light was present. The pump switched to battery properly. A visual inspection of the pump found that the internal ribbon cable connection was not to factory specification. The j9 connector was disconnected, and the glue bead removed. Reassembled and confirmed the mating of the ribbon cable connector and j9 connector of the main printed circuit board assembly (pcba) were fully seated. Glue installed per procedure. The pump was retested and functioned properly. During functional testing, no alarms were present. The reported failure was not confirmed. The root cause could not be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Corrected information was received. The pump was found to have experienced primary audible alarm background.

Event description:
It was reported that the device gave a primary audible alarm bgnd message. The reporter did not confirm whether the issue occurred after power on or during patient infusion. No adverse effects to patient reported. Field service examination of the device showed primary audible alarm bgnd and primary audible alarm post occurred in alarm history.